Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator delivered the inappropriate therapies. Upon interrogation, the device exhibited post-paced t-wave oversensing. The device was reprogrammed to resolve this issue. The patient was stable throughout the whole interrogation.